Event description:
Additional information was received that the patient was scheduled for an in-clinic follow up, however, did not show up. No further information is available at this time.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited an out of range pacing impedance measurement resulting in activation of the lead safety switch (lss) feature. Pacing impedance measurements in bipolar configuration were noted to be stable and acceptable at 500 ohms. No adverse patient effects were reported. This product remains implanted and in service.